Manufacturer narrative:
H6 evaluation codes: 1490 - decrease in pressure. 1504 - material puncture. 1546 - material rupture. Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle with stopcock open. It was reported that ¿the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis.¿ however, the sealant sleeve, sealant and advancer tube were observed to have been remained in the manufactured position as received, which indicated that the device may have not been inserted in an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the reported complaint. The syringe and procedural sheath were not returned with the device. Shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing was performed on the balloon of the returned device. The results found a leak in the balloon of the returned device. Visual inspection at high magnification revealed a taper to taper tear in the balloon of the returned device, approximately 1.5 mm from the balloon proximal neck. The balloon loss of pressure failure was not reported in the complaint. A product history record (phr) review of lot f1633603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant and sealant sleeve were still in its manufactured position. However, a taper to taper tear was found on the balloon, which indicates that the balloon lost pressure during use. Since the returned device did not match the description of the event, the exact cause of the issue experienced by the customer and the balloon tear could not be determined during analysis. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not provided), the condition of the procedural sheath (although not returned), and/or handling factors most likely contributed to the balloon loss of pressure reported since a calcified vessel, a frayed tip sheath or rapid inflation can cause damage to the balloon. This taper to taper tear usually occurs when pressure is applied in a rapid impulse action before the activation of the pressure relief valve can be observed; however, it can also occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). It is possible that this balloon tear led the customer to remove the device from the patient without deployment, and therefore reported it as failing to achieve hemostasis. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Additionally, the IFU also states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ after deployment of the sealant in the patient, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. The product was clinically used and will be returned for analysis.